Event description:
It was reported that during a breast biopsy, the control module alarmed and an error code 'l3-021' was received. There was no patient consequence. Another device was used to continue the procedure.

Manufacturer narrative:
Evaluation summary: the issue reported by the customer has been verified. The vso (solenoid) was replaced to correct the issue. The unit was serviced and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.